Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023. On the same day, the patient's parent reported signal loss and the patient was unable to monitor his blood sugar readings. The patient was at school during and when he came home, he experienced malaise, diaphoresis, and was nauseated. The bg was 600 mg/dl. The parent then gave him 1 shot of insulin, 20 units. They then brought him to the hospital. The hyperglycemia was treated with insulin drip and beta sodium. At the time of the call, the day following the event, the patient was awaiting discharge and feeling okay. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.